Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported when he completed his pd treatment he felt fuller than usual and drain manually 4500ml. The pd patient stated he had been draining manually. Additional follow-up was made with the pd patient, who stated he had spoken with his pd clinic registered nurse (rn) regarding the cycler issue and the request for a replacement cycler and confirmed no injury occurred. The patient stated he reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler. Alfred confirmed he did not require any medical intervention or additional treatment as a result of the reported cycler issue, and no adverse event occurred. The pd patient he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue. Drain 0: 286ml fill 1: 2499ml drain 1: 1905ml fill 2: 2499ml drain 2: 2589ml fill 3: 2499ml drain 3: 2069ml fill 4: 2002ml the reported manual drain volume of 4500ml was 180% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.